Event description:
The patient underwent an unspecified procedure wherein the duplojet was used, and the patient developed a post operative (postop) infection. It was initially assumed by the nurse the applicator tip was ¿incorrectly attached to the applicator and fell inside the patient during the procedure¿. The surgeon was not aware this had occurred and was not picked up in the count. However, upon further investigation, it was found the nurse ¿had used the tips available in the box of tisseel prima and tried to attach to that applicator inadvertently¿. Those tips are not to be used for spraying tisseel. After an unspecified amount of time, the patient developed a postop infection. Upon unknown investigation, the tip was found to have been left inside the patient and a revision surgery was required. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.